Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, it was reported that there were no pulses detected in the right lower extremity, suggesting limb ischemia in that area. The patient was escalated to an impella 5.5 and impella cp was explanted. Although the patient survived the explant of the impella, the procedural outcome is patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.